Event description:
During a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon occurred. The severely calcified, 90% stenotic lesion was located in a severely tortuous left anterior descending artery (lad). The physician pre-dilatation the lesion with a 2.5x9mm balloon. After pre-dilation, the physician successfully deployed one taxus stent in the distal lad followed by two taxus stents in the proximal lad. It is noted the physician had great difficulty placing the taxus stents due to patient's anatomy. The physician then deployed a fourth tadus express2 2.5x12mm drug eluting stent between the previous deployed distal and proximal stents. It is noted that the stent delivery system (sds) was visibly twisted within the tortuous anatomy. Upon withdrawal, the delivery balloon would not deflate. Negative pressure was applied with the inflation device, and a 50 cc syringe, however, both attempts were unsuccessful. The physician successfully removed the balloon by pulling on the catheter at which point the sds straightened out, and deflation was possible. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".